Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced issue with the infusion set tubing as the tube would kink up inside the patient. It happened more when the 6mm cannula was used rather than the 9mm cannula. The patient had changed set about 7 pm that night and at 11 pm the blood glucose level was 131 mg/dl and went to bed. She woke up at 5 am and the blood glucose level was over 500 mg/dl. The patient changed her site as she was short of syringes 2 weeks ago. Reportedly, at 6:30 am on the day of this report, the blood glucose level was over 600 mg/dl, so she went to the emergency room and was subsequently hospitalized. She experienced diabetic ketoacidosis and had gastroparesis. She was treated with fluids because she becomes severely dehydrated. The patient was admitted there for 5 days. Currently, her blood glucose level was 109 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.